Event description:
Event description boston scientific received information that this right ventricular lead was unable to capture. Lead dislodgement was suspected but not confirmed. Testing revealed no impedance or threshold issues. Isometrics was able to elicit loss of capture. The lead was explanted and during the explant, blood was noted in the lead body. The physician questioned whether the lead was damaged, resulting in the blood infiltration and if this affected the lead's ability to capture.